Manufacturer narrative:
One ensite x amplifier was received. The field reported event was able to be duplicated by the intra-cardiac short test. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to electrical opens within the ablation port connector of the front plane. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrial fibrillation procedure the tacticath se ablation catheter signals did not display on both the ensite x and the non-abbott bard recording system resulting in cancellation of the procedure. The following troubleshooting was performed: all catheter connections were disconnected and reconnected. The tactisys quartz to ampere cable was replaced. The ampere generator was turned off and on. A full system reboot of the ensite x amplifier and display workstation was done. A new study was created. The ampere connect cable was swapped out. A different ampere generator was connected. To test the egm signals, the egm cable from the ampere generator was connected directly to the bard junction box, which produced a signal, however it was noisy. The tacticath se ablation catheter was swapped out. Despite all of the following troubleshooting the issue was not resolved, and procedure was cancelled with no patient consequences. The tacticath se ablation catheter force readings, impedance, and temperature readings were working. The catheter was also able to be automatically detected from both se ports. However, the ampere generator connection never worked and remained red. It was assumed that the ensite x ampere connection that was the issue. The pins themselves were visually checked and no damage could be seen. The ampere connect cable was able to connect and click in as expected to the ensite x amplifier.